Event description:
In 2009, pt reported that he noticed a month or 2 ago that the button on his infusion device was not working all the time. He stated it works intermittently. Pt reported he wasn't sure if it is the up or the down button but he thinks it is the up button. He stated the button does push in and pop out. Tested the buttons and both the up and the down buttons responded with a beep, vibration and display of 0.0. Pt reported he thinks the button issue caused him to have some elevated readings. Pt stated he is not currently having any elevated blood glucose issues. Pt reported that approx a month or so ago when he first started noticing the button issue he felt like his blood glucose was elevated; he tested and it was around 280-300 mg/dl. He stated he bolused approx 17 units of insulin. Pt reported he continued to feel like his blood glucose was elevated so he took another bolus of approx 15 units of insulin. Pt stated when he arrived home he was "well over 400 mg/dl" and took an injection of 30 units of insulin and was able to bring his reading down. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for eval.